Event description:
A medical doctor reported that following an unknown number of intraocular lens (iol) implant procedures, approximately 40% of patients are developing a thin membrane at the edge of the anterior rhexis. The surgeon reports the membrane is not affecting the patient's activities of daily living. Additional information was received from the medical doctor stating he performed yag laser procedure to remove the membrane on the affected patients. There are ten manufacturer reports associated with these events. This is the seventh report.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A company physician reviewed the photos. The product investigation could not identify a root cause. The quality of photos #1 and #2 did not allow for any determination. The observations on photos #3 and #4 may be compatible with anterior capsule opacification, anterior cell growth and photo #4 posterior capsule opacification. The causality or exact nature of the observed anomalies cannot be determined from the photos or with the limited data provided. Additional information was requested and received. (B)(4).